Event description:
Co rec'd a report from a physician in spain about four pt's who experienced endophthalmitis after healon gv (lot number unk) was used during phacoemulsification. This report is for the fourth pt a 53 yr old man who developed unilateral endophthalmitis 36 hrs after surgery in march 1998. He was hospitalized for a vitrectomy and antibiotics were given. He had not recovered as of 03apr98. This case remains under investigation. MFR reports 9610566-1998-00001 thru 9610566-1998-00004 for the reports on the other 3 pts reported by this physician.